Event description:
The physician initially attempted to implant the vena cava filter via the jugular approach, but was unsuccessful due to patient/procedural factors. Physician then attempted a right femoral approach, but did not re-orient the syringe. The filter was implanted upside-down. The patient suffered no adverse effects as a result of this occurrence.